Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4) , ubd: 01-oct-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient being implanted to trial a neurostimulator. It was reported that stimulation was impossible during the surgery. The physician inserted the lead inside the needle without any problem. Then they started the stimulation. Impedance measurements revealed that all electrodes were out-of-range, and no stimulation was felt by the patient. A new impedance measurement was done at a higher voltage with the same result. The test cable was replaced without any success. The lead was replaced during the surgery and the issue was resolved. It was noted that this was a percutaneous test. The patient was alive with no injury. Additional information was received from the manufacturer representative. It was reported that the serial number of the external neurostimulator was not available. The out-of-range impedance was between 8000 to more than 10000 ohms. It was noted that this information was confirmed with the physician/account.

Manufacturer narrative:
Continuation of d11: product ID (B)(4). Lot# serial# (B)(4). Implanted: (B)(6) 2018 explanted: (B)(6) 2018 product type lead product ID neu_stylet_acc lot# unknown serial# implanted: explanted: product type accessory medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.